Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. There was blood in the inflation lumen. The balloon material was torn on the distal end of the balloon at the proximal end of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There were numerous hypotube kinks. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.50mm x 12mm nc emerge® balloon catheter was advanced for dilation; however, upon inflation the balloon ruptured. The device was simply and completely removed from the patient's body. No patient complications nor injuries were reported.